Event description:
It was reported that during patient use, a ventilator display generated a ¿touch screen blocked¿ error message. The patient was transferred to another ventilator without harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). A covidien technical support engineer (tse) troubleshot this malfunction with the customer over the phone. The tse recommended performing the extended self-test (est), and power cycling several times over the next 24 hours, to ensure all buttons are functional. The tse also recommended replacing the touch frame, if the touch screen error message persisted. The customer followed the tse recommendations and was unable to duplicate the error message. The ventilator was returned to service, as it was found to function as intended.